Event description:
Internal report-number: (B)(4). Event took place in (B)(6). Leakage on priming, devices replaced during use. User's narrative: leakage at the hub/ on the base of the needle. The 4 cannulas of 2 manufacturing lots and 2 item numbers involved: (B)(4) (lot 886 and 887), (B)(4) (lot 875).

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The incident indicates to be locally isolated in (B)(4), maybe due to transportation/storage failure. Investigation is still running. A 100%-leakage-tightness test has been implemented in clean room. Representative samples are inspected for leak tightness after sterilization. If no further information becomes available and in case no corrective/preventive action is indicated pajunk considers this file as closed.